Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell. There was an open clamp on an unused supply line. The baxter technical service representative (tsr) explained the alarm and provided assistance to the caregiver (cg) and the home patient (hp) to cycle the power of the hc device and clear the alarm. The hc alarmed se 2367 (fail safe shut down). The caregiver (cg) would restart therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.